Manufacturer narrative:
Representative samples were examined for visual inspection and no defects were found on the packing; according the samples conditions, no defects or suture breakage was observed and the samples met the requirements.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/22/2016. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent laparoscopic appendectomy on (B)(6) 2016 and suture was used. During the procedure, the suture broke during use. There were no adverse patient consequences reported. No additional information is available.